Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device unintended activation/motion and component damage. Therefore, the reported condition that the fitting latch of the motor accessories were broken was confirmed. The assignable root cause was determined to be traced to user, which is user error. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling of the compact air drive device would not engage the attachment, the device was leaking air, there was component damage, the device could not be assembled, and there was unintended activation/motion. It was further determined that the device failed pretest for check the attachment coupling, check cannulation, check attachment coupling with attachments, check for air leak, and check function of soft mode switch (safety system). It was noted in the service order that the fitting latch of the motor accessories were broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.